Manufacturer narrative:
Continuation of d10: product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient reported they were having issues with the ptm (patient therapy manager for probably 5-6 months (B)(6) 2025. The patient stated the controller would get stuck at 90% and stay there for 2 minutes and they were wondering if the software needs to be updated. The patient services assisted patient with closing out of all running applications, and clearing the data on the handset and patient was able to connect very fast with ptm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep). It was reported that the caller (patient) stated that he was experiencing the same issue where the patient therapy manager (ptm) would get to 90% when communicating with the pump then got stuck there. The agent reviewed steps to clear data from the handset and this resolved the reported issue.

Manufacturer narrative:
Correction to b5: additional information was received from the patient (con) , not the manufacturing representative (rep) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.